Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018.the lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the patient presented with toxic anterior segment syndrome (tass) following uneventful cataract surgery. Hypopyon and fibrin reaction were noted in the anterior chambers. Anterior vitreous cells were slowly improving with topical and oral steroids, as prescribed by the physician. The tecnis symfony intraocular lens (iol) remains implanted. Per account, patient had symptoms of floaters. There was no delay in procedure. Patient visual acuity pre-op: 6/12; patient visual acuity post-op: 6/18. No additional information provided.